Event description:
It was reported that the switch smoked and the unit stopped working.

Manufacturer narrative:
The user reported that the switch smoke and the unit stopped working. Our inspection revealed that a component on the circuit board failed. The failure was contained completely inside the flame retardant switch housing and the user was not exposed. Our switch manufacturer has implemented several corrective actions to improve the durability of the switch. In this instance, a failure occurred that resulted in smoke observed by the user, but the user was not at risk as the failure shut off the unit.